Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor was recalibrated through right heart catheterization (rhc) following the implant as inaccurate measurements were observed. Stable readings were observed following the recalibration.